Event description:
It was reported that the asymptomatic patient received inappropriate atp therapy due to post-sensed t-wave oversensing. A decrease in r-waves was also observed. The sense/pace portion of the lead was capped and replaced and the defib portion remains active.